Event description:
A pt reported that she was tested on 4/12/96 and treated on 5/16/96 in the nasolabial folds and oral commisures. On 5/30/96, the pt presented with lack of correction at the treatment sites. The physician believed that add'l material was needed. In approx 7/96 (exact date not recalled), the pt noted redness and swelling at the skin test site; she also received fat injections into the collagen treatment sites by another physician. In 10/96 (exact date not recalled), the pt noted a sore throat, ear pain and pressure, and sinus congestion which she believed were related to a "cold". She took self-prescribed sudafed. On approx 10/21/96, the pt noted a "raised, purple lump" at a left nasolabial fold which drained spontaneously. She applied self-prescribed neosporin. On 10/21/96, she presented to a consulting physician (name refused) who prescribed oral keflex. On 10/30/96, the pt phoned the office and alleged "red lumps" at the treatment sites. On 11/4/96 she presented with erythema and induration at both nasolabial folds. The physician diagnosed abscess formation; oral keflex and warm compresses were prescribed. He was unsure if the abscesses are related to collagen hypersensitivity or to a complication from the fat transplants. The physician did not believe that the alleged sore throat, ear pain and pressure, and sinus congestion were related to collagen.